Manufacturer narrative:
The treatment tip was evaluated and no causal defect was found. The tip surface was in good condition. The data card evaluation indicated error messages occurred during the treatment. If errors occur during treatment, the rf delivery is stopped and the system will display text with instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported issue. Burns, blisters, scabbing, and scarring are all possible patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face with thermage and noticed a superficial crust 2-4mm in diameter on the face the next morning after treatment. The patient was given 5mg endocet and 1mg ativan prior to the treatment to manage discomfort. During the treatment, the system gave an error message which was resolved by replacing the treatment tip. The patient was evaluated at the treating facility and had moderate erythema and slight submental welting immediately post procedure. After treatment, epidermal repair was given. In the physician's opinion, the burn will heal without permanent scarring. The patient has not been seen for further follow up.